Event description:
Reporter information: (B) (4), lawyer. Event description: initially, an email was received from baxter healthcare litigation and employment on 05/03/2010. The attached litigation papers indicated patient injury related to the use of prolene mesh. Litigation papers received from the legal department provided the following information: reportedly on (B) (6) 2007 the female patient underwent a laparoscopic burch colposuspension procedure and/or transabdominal burch colposuspension due to stress urinary incontinence where a prolene mesh product was inserted into the paravaginal fascia and fixed into the coopers ligament at the (B) (6) medical center. The patient began to experience chronic and recurrent urinary tract infections along with severe abdominal and back pain. On or about (B) (6) 2008, the patient underwent a cystoscopy and/or lithoplaxy for the evacuation of stone fragments in the bladder at which time it was discovered eroding mesh was protruding through the bladder wall. In around (B) (6) and (B) (6) 2008, the patient underwent surgical procedures which confirmed the eroding mesh into the bladder. As a result of the use of the prolene mesh, reportedly the patient sustained injuries to the bladder, vagina, other female anatomy, body chemistry, psyche, back abdomen, blood muscle tissues and other body parts resulting in pain and suffering of the body and mind. The patient has incurred medical expenses for medical care. Reportedly, the injuries are considered permanent and lasting in nature. The interventions required were not identified. The patient outcome is unknown. Prolene mesh is a product owned by ethicon (part of johnson and johnson) and distributed by (B) (4).